Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the stent slipped while attempting to place it. No add'l event or pt info is available.